Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with multiple assays on a cobas c 503 analytical unit. Results for the following assays were affected: calcium gen.2, glucose hk gen.3, phosphate (inorganic) ver.2, alb bcg gen.2 (albumin), hdl-cholesterol gen.4, and total protein gen.2. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in the following values: calcium = 0.930 mg/dl. Glucose = 47.9 mg/dl. Phosphorus = 1.83 mg/dl. The first sample repeated with the following values: calcium = 9.62 mg/dl. Glucose = 104 mg/dl. Phosphorus = 4.16 mg/dl. The second sample initially resulted in the following values: albumin = 2.53 g/dl. Calcium = 1.18 mg/dl. Glucose = 20.4 mg/dl. Hdl = 34.9 mg/dl. Total protein = 3.66 g/dl. The second sample repeated with the following values: albumin = 4.27 g/dl. Calcium = 9.35 mg/dl. Glucose = 96.8 mg/dl. Hdl = 73.4 mg/dl. Total protein = 7.08 g/dl.

Manufacturer narrative:
The lot numbers of the reagents are as follows: calcium = 769422. Glucose = 747661. Phosphorus = 796505. Albumin = 786524. Hdl = 756600. Total protein = 783223. The reagent expiration dates were requested, but not provided. The field service engineer determined the sample probe was dirty. The probe was cleaned. Precision studies were run. Quality controls were acceptable. The investigation is ongoing.